Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported no image. The tac technician checked the cabling and found red/blue/green going from the video system center to an oev-191h monitor and it was connected to the right thing. In speaking with the customer, it was found that the processor was not turned on. Once the user turned on the processor, the image came up, but it was over scanned. The user was advised on how to overscan the monitor to get a different size image. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, it is likely that the malfunction occurred because the power of the product was not turned on. However, a root cause could not be identified. The event can be prevented by following the instructions for use: evis exera iii video system center/olympus cv-190 ·chapter 5 inspection/5.3 inspection of the power supply olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the image was overscanned. While using the video processor. There was no patient harm associated with the event.